Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. The reported patient effect of dissection is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as a known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effect, and its relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling of the device.

Event description:
It was reported that the procedure was to treat a heavily tortuous, heavily calcified de novo left anterior descending artery that was 90% stenosed. The lesion was pre-dilated. Then a 3x48mm xience xpedition was deployed and then an edge dissection was noted. Another xience xpedition was used to treat the dissection. There was no adverse patient sequela and no clinically significant delay. No additional information was provided.